Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 380 to 440mg/dl due to the infusion tape not sticking. Customer was advised on proper insertion, taping and site technique. Customer also indicated that they have had bent cannulas. Customer declined high blood glucose troubleshooting as they had already treated the high. No further assistance required.